Manufacturer narrative:
G4: 03jan2020, b4: 15jan2020. The customer ordered a user interface assembly from a third party vendor. The customer replaced the user interface assembly to address the reported issue. The issue has been resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15apr2020. B4: 20apr2020. The user interface was received for evaluation. There were no signs of damage or contamination during the time of the event. The user interface was then installed onto the test ventilator in an attempt to duplicate the reported problem. After testing, it was determined that the burned out cathode fluorescent lamp backlight caused the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported a dim display. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.